Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, fenestrated endovascular aneurysm repair (f-evar) is a valid treatment method in cases of proximal para-anastomotic aneurysms (paa's) or progressive juxtarenal aneurysmal degeneration after open repair. Per the study, although additional technical difficulties in comparison to primary f-evar represents a less morbid alternative to open conversion, has a high technical success rate, and has durability in midterm follow-up. Associated files: 1219977-2015-00014, 00027.

Event description:
Received an article titled "fenestrated endografting of juxtarenal aneurysms after open aortic surgery" that was published on the journal of vascular surgery in february 2014. The study consisted of the experience with fenestrated endovascular aneurysm repair (f-evar) in the treatment of juxtarenal aneurysms after previous open surgery. The study involved 35 patients from 2003 through 2013. Per the study, one patient with decompensation of his congestive heart failure had a subsequent myocardial infarction.